Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: the event occurred in dortmund, germany. A replacement device was ordered. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the s5 hlm bubble sensor was not working properly during priming. There is no patient involvement.